Event description:
It was reported a pt had a left heart catheterization procedure and an angio-seal was deployed via the left femoral arteriotomy. A pre-deployment angiogram was performed, which revealed an angio-seal deemed suitable for artery closure. Antibiotic ointment and a gauze pad were applied to the puncture site and manual compression was applied for ten minutes. The pt was transferred to a nearby hospital for a planned coronary artery bypass graft (CABG) procedure, which was cancelled. The pt received lovenox (dosage unk) injections for four days. The pt returned to the hospital emergency room on (B)(6) 2011, reporting leg pain. It was confirmed that a pseudoaneurysm had developed, which was treated using ultrasound compression. The pt was reported to be stable after the procedure and was later discharged from the hospital.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.